Event description:
The reporter is a former employee of the company and would like to report on the manufacturer that they falsely advertise about the device and that the device is FDA approved rather than FDA cleared. There is only 1 sentence in the 501k approval. The FDA need to test the safety and efficacy of the device. The reporter himself had adverse event with the device like scarring, extreme pain, discoloration, and damaged skin. He was asked to sell the products and gave him false sales pitches. He states that the device is a very dangerous and need to be recalled.